Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device powers up correctly. When cable was inserted into the atrial connector, device would not release cable; when device was opened up to remove troubleshooting cable, there were 12 half pieces of some type of connectors found. Back label found pulled back on 4 of the 6 case screws. "Dec" and "inc" button coloring is worn off. Ventricle label has tool mark.

Event description:
It was reported that the external pulse generator was unable to be turned on. The generator was returned for service. It was indicated on the return paperwork that there were no patient deaths associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator was unable to be turned on. The generator was returned for service. It was indicated on the return paperwork that there were no patient deaths associated with this event.